Manufacturer narrative:
Concomitant medical products - 100ml baxter bag ndc 0338-0049-38, lot p388488, exp julo20, 0.9% sodium chloride injection. Patient history: diabetic. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that while programming the pump for an insulin infusion the nurse noticed the 100 ml insulin (humulin r, novolin r, 100u/ml) was running 'wide open'. Into the patient. The infusion was stopped, and d5 and other unspecified medicines IV push were given to normalize the blood sugar. After review with the nurse, it was noted that during the day, the IV pole with the pump and four IV channels fell because it was tangled in the curtain. The pump was removed, however it was unclear if the suspect device was the IV tubing or the infusion pump. Although requested, no further information has been received.

Manufacturer narrative:
The report of free flow was not confirmed or replicated during functional testing. The three concomitant primary sets model 2429-0500 and devices (8100, 8015) were not received for inspection and testing. Results indicated that the set infused at the correct rate and was within specification. A measurement analysis of the silicone segment component of the set was within specification. The root cause was not identified.

Event description:
It was reported that while programming the pump for an insulin infusion the nurse noticed the 100ml insulin (humulinr, novlin r, 100u/ml) was running 'wide open'. Into the patient. The infusion was stopped, and d5 and other unspecified medicines IV push were given to normalize the blood sugar. After review with the nurse, it was noted that during the day, the IV pole with the pump and four IV channels fell because it was tangled in the curtain. The pump was removed, however it was unclear if the suspect device was the IV tubing or the infusion pump. Although requested, no further information has been received. There was no permanent harm to the patient as a result of the event.